Manufacturer narrative:
The returned introducer was tested for leaks under pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a tear through the top half of the seal. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported tear is unknown.

Event description:
It was reported while trying to aspirate blood from the sideport, a mixture of blood and air were aspirated. Another introducer was used to complete the procedure with no consequences to the patient.